Event description:
A customer reported an issue where the insulin fill estimate displayed was (B)(4) units instead of the expected (B)(4) units when (B)(4) units were loaded into the cartridge. There was no adverse impact to the customer's blood glucose level. The technical support team attempted to follow up multiple times through emails and voice messages, but the case was eventually closed with no further documented resolution. RMA from srr